Event description:
The article, "seven-year valve durability with transcatheter or surgical aortic valve replacement an ad hoc analysis of the partner 3 randomized clinical trial," was reviewed. The article presented a case study of a 78 year old female patient. It was reported on an unknown date, a 19mm trifecta valve was chosen for implant. It was then reported 7 years post-procedure, patient presented with aortic stenosis and underwent transcatheter valve-in-valve procedure with an unknown valve.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: seven-year valve durability with transcatheter or surgical aortic valve replacement an ad hoc analysis of the partner 3 randomized clinical trial b3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.